Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on four (4) patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated on a competitor assay (cepheid genexpert). Run analysis of the simplexa results are as follows: (B)(6) 2021@1142, sample ID (B)(6): s gene (32.1), (B)(6) 2021@1552, sample ID (B)(6): s gene (34.0) orf1ab (33.9) ,(B)(6) 2021@0913, sample ID (B)(6): s gene (31.4) , and (B)(6) 2021@1059, sample ID (B)(6): s gene (32.7) orf1ab (32.6). These 4 samples all had cts near or above the typical 22-32 CT detectable range or detected only 1 of 2 genes. This indicates the samples were possibly near the limit of detections of the simplexa assay. It is known that the competitor cepheid genexpert detects different targets (e gene, n2) than simplexa (s gene, orf1ab) and utilizes extracted samples while the simplexa assay does not. It was suggested the customer obtain surface swabs of the instrument and lab area and the inside of the instrument was confirmed to have amplicon contamination. It is possible some level of contamination is contributing to the false positive results. Decontamination was suggested and to run a utm as a negative control to ensure there is no further contamination. The customer is expected to follow up after the holidays and new year. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# us13803, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# us13659 for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on four (4) patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated on a competitor assay (cepheid genexpert). Although the positive results were reported to a clinician, the customer confirmed the diagnosis and treatment was not impacted by the false result. No alleged harm occurred. Patient health information and sample collection method was not provided.